Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding(general)/passing clots/tissue") and back pain ("back pain") in an adult female patient who had essure (batch no. 904762-invalid, 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stones, menses irregular and dysmenorrhea. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included blurred vision, upper respiratory infection, flank pain and menstruation abnormal. Concomitant products included levonorgestrel (mirena) from 2007 to 2012 for birth control as well as norlestrin fe (loestrin fe) from (B)(6) 2012 to (B)(6) 2012 and vicodin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses/ menorrhagia"), dysmenorrhoea ("severe menstrual pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (partial)) and surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, menorrhagia, dysmenorrhoea, vaginal infection, migraine, vaginal haemorrhage, dyspareunia, headache, dysgeusia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal bleeding, vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet- patient was treated with hysterectomy and ablation. Case category changed from device other event to incident. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.